Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. The product investigation laboratory (pil) received solenoid valve part. The solenoid valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the solenoid valve functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue.